Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840008580, 510k # k113174 was cleared in the united states. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a transforaminal lumbar interbody fusion surgery at l5-s. Post-op patient developed lower limbs pain. It was reported that the screw had deviated. Due to which the patient underwent revision surgery. Patient complications after the revision surgery were reported unknown.